Event description:
It was reported that when using the bd pyxis¿ es server patient was not showing on all pyxis. The customer informed it was showing on the server but not on the pyxis. However, there were no delay and adverse events or injuries reported based on this incident.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.